Event description:
Bleeding and pain [injection site haemorrhage]. Case description: non-serious. This case, MFR is a spontaneous report from the united states referring to a female pt. An other health professional reported this case. Medical history included asthma and hypothyroidism. No concurrent illnesses or allergies were reported. Concomitant medications included levothyroxine sodium, budesonide, tiotropium bromide and montelukast sodium. In 2005, the pt received nutropin aq (0.8mg, qd, sq) for adult growth hormone deficiency. The lot number and the most recent date of administration prior to the event were not reported. The first puncture date of the lot number and the pt's prior history of exposure to the lot number were not reported. In 2007, the pt experienced bleeding and pain (injection site bleeding), which had occurred with the last 4-5 injections in her abdomen. She reported that the "pen dose knob was so difficult to push down that she had to manipulate the pen, such that the pen was causing the bleeding and pain". Relevant laboratory tests and treatment for the event were not reported. No action was taken with nutropin aq dur to the event. It was not reported whether she continued or discontinued treatment with the lot number, or if the pt switched to a different lot number. At the time of the report, the event outcome was not reported. The other health professional did not provide a causality assessment of the event injection site bleeding in relation to nutropin aq pen. No other suspected causes were identified. The report was forwarded to genentech product quality and assigned. Add'l info has been requested.